Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing with low level of high frequency noise was observed on the device causing inhibition of pacing. Programming changes were made. Patient had his pocket drained and no further myopotential oversensing issue was observed. Patient was stable prior, during and post procedure.